Event description:
It was reported by service report that the brakes are not working, the nurse call cable connector is broken and the power cord sheathing is damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken screws on nurse call cable connector.